Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve sti mulation and gastrointestinal/pelvic floor. Compatibility guidelines were requested for MRI. The procedure was not due to a problem with the device or therapy. Patient stated head scan which was unrelated to implant. Patient inquired about locator for MRI clinics. Symptom reported was a loss of therapy occurred. So she had reprogramming done a few times, as well as a surgical revision. Patient states it worsened after the revision, so she turned off the ins (stimulator) in (B)(6) 2016. Event date in (B)(6) 2015 for loss of therapy followed by reprogramming. In (B)(6) 2015, patient had revision followed by therapy worse.

Event description:
Additional information was received from a patient. It was reported the patient was to have their device explanted (B)(6) 2016 because it had not worked for their symptoms. The patient noted the implant had stopped working for their symptoms three weeks post implant, they had a revision surgery in (B)(6), and then the device had never worked following the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.